Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2012-04439.

Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading at the time of admittance was 24 mg/dl. Troubleshoot the insulin pump and it appears that the settings are correct. Customer stated that she was eating pizza and gave herself more insulin than usual prior to hospitalization. No further info was provided.